Event description:
It has been reported that on (B)(6) 2018, when the bone cement was used, the outer packing of the bone cement was normal and intact, but the top sealing of the internal sterile package was opened.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as the product was not returned. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The exact root cause of the event cannot be determined but according to the available data the most probable root cause is a packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The device manufacturing quality record indicates that non-conformities were recorded during manufacturing which could be related to the reported event. Non-conform products were scrapped during manufacturing. Investigation results concluded that the reported event was likely due to product design. Corrective action has been initiated to address reported issue.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on (B)(6) 2018, when the bone cement was used, the outer packing of the bone cement was normal and intact, but the top sealing of the internal sterile package was opened.